Event description:
It was reported that a malfunction code, malf 12, appeared on the customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with information on resetting the pump, which resolved the issue, and advised the customer to continue using the pump while remaining vigilant for any recurrence of the malfunction code.